Event description:
The reporter indicated that an implantable collamer lens was implanted into his left eye (os) in (B)(6) 2022. The patient is dissatisfied, complains of haloes, pain and feels no optimal visual acuity. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).